Event description:
The core universal driver was sent for analysis because it was running without activation during a procedure. No adverse event was associated with the device; the procedure was completed with a readily available alternate device.